Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown noisy signals what were being oversensed and causing pacing inhibition. However, no asystole was noticed. This ra lead is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 187 to 214 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of noisy signals, oversensing, and brady pacing not delivered when require, were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown noisy signals that were being oversensed and causing pacing inhibition. However, no asystole was noticed. This ra lead was returned for analysis and no additional adverse patient effects were reported.